Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer could not tighten the battery cap without getting a blank display. The display returned after the battery on the insulin pump was changed. The customer received battery out limit and failed battery test alarms. The customer received a failed battery test alarm after troubleshooting. The battery on the insulin pump was not lasting more than two to three days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.